Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events could not be conclusively established through this evaluation. The submitted controller event log files collectively contained events from 08may2024 through 09may2024 and from 13may2024. All of the captured events appeared to show the pump functioning as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including cardiac arrhythmia and right heart failure section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late post implant complication that may be associated with the use of the heartmate 3 lvas. This section also cautions that right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. This section also contains a subsection entitled ¿right heart failure¿ with additional information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files revealed low flow events on 09may2024. The patient was having ventricular tachycardia (vt) during the low flow events. Their mean blood pressure was about 55-60. An echocardiogram (echo) was performed that showed a small left ventricle and a dilated right ventricle. The pump speed had been lowered to 5000 rpm. The patient was on IV milrinone and noradrenaline. Follow up log files revealed low flow events on 13may2024. As of 13may2024 the patient was still experiencing vt and their mean blood pressure was about 40s. The pump speed and milrinone dosage were increased. The pump speed was 5200 rpm and the patient was receiving IV milrinone 0.3. The patient was already on IV amiodarone.

Manufacturer narrative:
B5 : narrative information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient was intubated. No symptoms were exhibited besides recurrent ventricular tachycardia (vt) episodes. The patient experienced a drop in mean blood pressure to the 40s and flow to 1.4 lpm. The patient had a history of ventricular tachycardia pre-left ventricular assist device (lvad). The arrhythmia in this event was thought to be device or therapy related. A synchronized cardioversion was done with 200 j and the patient reverted back to sinus rhythm. The lvad pump speed was reduced to 5000 rpm from 5200 rpm. The patient's right heart failure did not exist pre-lvad implant. No device related issues caused or contributed to the right heart failure. No symptoms were noted. No further plan of care was provided.